Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treatment as in the left anterior descending artery (lad). The physician atttempted to reach the lesion with a taxus liberte 3.0 x 32 mm drug eluting stent. However, the catheter shaft fractured into two pieces. It is noted the fractured occurred while outside of the patient's body. The fractured catheter was removed without any complications. The procedure was successfully completed with another taxus liberte 3.0 x 32 mm drug eluting stent.